Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusing flucloxacillin event was not confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The event date was reported as 25 december 2024 at 1:10 am. On 25 december 2024 at 12:16 am the pump module was programmed with an unknown drug, rate = 70 ml/h and volume to be infused (vtbi) = 70 ml with an expected duration of 1 hour (60 minutes). At 1:13 am the pump module was channel off. The concomitant pcu used during the event, or its associated logs were not returned for investigation. Therefore, certain programming parameters and drug information could not be confirmed. Review of the pump module error log showed no errors were recorded on the reported event date. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The bd alaristm system with guardrailstm suite mx user manual (v12.1) states: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of under infusion of flucloxacillin event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing.

Event description:
It was reported that antibiotic flucloxacillin 2 grams was programmed to infuse over 1 hour. However, the nurse came back to check the infusion 50 minutes later and found that "only a small amount had gone through." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that antibiotic flucloxacillin 2 grams was programmed to infuse over 1 hour. However, the nurse came back to check the infusion 50 minutes later and found that "only a small amount had gone through." There was patient involvement but no harm.